Manufacturer narrative:
The device is expected to be received for further evaluation. As additional information is made available; a supplemental report will be issued.

Event description:
It was reported that the device was invariable "not doing what"; error in the rate of infusion. The device needs to be reprogrammed. There was no patient involvement, no patient harm, and no delay in therapy.

Manufacturer narrative:
H10: the device was received, on 8/10/2020, by the manufacturer for further evaluation. Couldn't duplicate customer complaint on invariable or error in the rate of infusion. The pump was tested and it passed the volume accuracy test. The device was also found to have had physical abuse to the pole clamp, keypad screen protector was white oxide on the screen protector, and a depleted battery.